Event description:
It was reported that during interrogation in the hospital this pacemaker system was found to have exhibited loss of capture and pacing inhibition with asystole resulting in syncope. This patient was then transferred to another hospital where the patient reported feeling twitches within the device pocket. Subsequently the device system was explanted and replaced. No additional adverse patient effects were reported.